Manufacturer narrative:
This event was originally identified as asr reportable as it was not clear until the devices were evaluated for investigation that multiple serious injuries resulted in one event. Per asr exemption # e1997021, the occurrence of multiple serious injuries as a result of a single event or device failure are not covered by the exemption and must be reported as an individual MDR. Therefore this event is reportable per 21 cfr part 803. This report is for the fifth device. The device was evaluated and found to be within specification.

Event description:
An (B)(6) patient received six ankylos dental implants in the upper jaw, in region 3 (fdi # 16), 4 (fdi # 15), 5 (fdi # 14), 12 (fdi # 24), 13 (fdi # 25), 14 (fdi # 26) in 2005. These implants were splinted with natural teeth in the front, divided into two fixed partial dentures. On (B)(6) 2018, both dentures had to be removed with supporting implants and teeth. Teeth 7, 9, and 11 are complete and integrated in the dentures. Teeth 6 and 10 are fractured and only fragments can be seen in the dentures. The time of fracture is unknown. There is no information concerning tooth 8. At some time the implants became mobile. Information from the dentist was that there was infection so he had to remove the implants.